Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrating. The customer's blood glucose level was 92 mg/dl at the time of the call. Customer was assisted with self test and insulin pump did not vibrate during self test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device alarm and vibrate functions properly. No audio or beep or vibrate anomaly noted during testing.